Event description:
A dentist was positioning a dci equipment dental track light for use when the track light fell from the ceiling striking the dentist on the head causing a laceration. The dr felt dazed from the incident and went to a medical facility for an evaluation by a physician. The dentist's head had a contusion however, sutures were not required for the laceration. The dentist was bandaged and released.

Manufacturer narrative:
Dci equipment was given permission by the dentist to evaluate the track light on (B)(4) 2013. Upon evaluation it was identified that the track light base board was not to dci equipment specifications. The four counterbore mounting holes on the track light base board were bored too deep therefore there was not enough material left ot hold the track light to the ceiling. It is not known how the couterbore holes were bored too deep on the track light base board. All track light base boards in inventory at dci equipment were not representative of the track light base board at the dentist office. As a result dci equipment has initiated a CAPA to further evaluate this issue. A follow-up repot will be submitted if any new info becomes available. Also, it was identified that the track light base board at the dentist office was not installed to MFR specifications. The track light base board was installed with philips head wood screws instead of using lag bolts as listed in the owners manual. This is the first documented dci equipment has rec'd regarding a complaint of this nature.